Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system experienced defective/damaged tubing. The following information was provided by the initial reporter:during the use of indwelling needle, the extension tube was broken, there was no harm to the patient the tube broken during the high-pressure radiography in the CT room.

Manufacturer narrative:
H6: investigation summary: a device history review was conducted for lot number 9168765. Our records show that this is the only instance of leakage occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Based on our engineer's evaluation of the provided photograph and the description of the event, they were able to determine that the most likely root cause for this event is the forcing of fluid through the device during injection. The bd pegasus is an infusion only device and is not rated for high pressure injections.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system experienced defective/damaged tubing. The following information was provided by the initial reporter: during the use of indwelling needle, the extension tube was broken, there was no harm to the patient the tube broken during the high-pressure radiography in the CT room.